Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Further information was requested but has not yet been received.